Event description:
It was reported that a spectrum iq pump had failed accuracy test at a rate of 40 ml per hour with volume to be infuse (vtbi) of 20 and failed by over infusing (over 21 ml). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was unable to reproduce the customer reported problem of "failed flow accuracy test". A review of the event history log did not reveal the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.